Event description:
It was reported that a patient was implanted with argus ii retinal prosthesis on (B)(6) 2014. The patient contacted the surgeon on (B)(6) 2014 complaining of discomfort and slow drainage of clear fluid from her implanted eye. An eye exam on (B)(6) 2014 revealed the patient had a leak at the sclerotomy, with associated conjunctival chemosis and choroidal effusion. Her intraocular pressure at that time was within normal limits. The patient was treated with pressure patch and her steroid medication was decreased. On (B)(6) 2014, the patient's intraocular pressure (iop) measured 9 mmgh, a conjunctival bleb had increased and there was an increase in the choroidal effusion. At that time, the surgeon decided to re-operate on the patient to re-suture the sclerotomy. This re-operation took place on (B)(6) 2014. The patient was examined on (B)(6) 2014, at which time the surgeon determined that the event had resolved as there was no longer any choroidal effusion or conjunctival bleb/chemosis which would indicate leakage. The surgeon reported that he felt the event was not related to the argus ii implant (i.e. There was no defect or malfunction of the device).

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803. The treating physician indicated that the event was not related to the device.